Manufacturer narrative:
Unit received with operating currents within spec. Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/a33 test due to faulty fsr (gold). Unable to perform occlusion test, dat test and excessive no delivery test due to prime anomaly. Unit alarmed a64 during self test and unable to download due to faulty y1 at rf board. No frozen screens were noted. The motor was tested outside the device and passed. Unit received with minor scratched display window and case.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. Customer's current blood glucose level was 299 mg/dl. Customer stated that the insulin pump had a motor error alarm. Customer also stated that the insulin pump had a frozen display. Customer stated that the drive support cap was normal. Customer was not able to rewind the insulin pump. The insulin pump will be returned for analysis.